Event description:
A report was received that the patient was experiencing painful stimulation in the groin and feeling like he might void because the stimulation was strong. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing painful stimulation in the groin and feeling like he might void because the stimulation was strong. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure where the lead and splitter were replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.